Event description:
The tech alleged after brake pedal is put into brake position, stretcher still rolls.

Manufacturer narrative:
The tech adjusted brake/steer position for all four casters to resolve. No injury reported.